Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient first started experiencing the speech issue due to progressive idiopathic parkinson's disease hypophonia. No actions/interventions were taken to resolve the issue, which remains unresolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient was no longer able to speak and can no longer do much for themselves. The consumer reported that the patient had developed dementia and was very confused most of the time. The consumer confirmed that the patient's confusion is due to the dementia. No device issues were reported, and it is unknown when these symptoms presented themselves.